Event description:
Medical records report that the patient was revised due to significant amount of retroacetabular osteolysis and mildly elevated colbalt/chromium levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update 03/28/2014- medical records were obtained. Medical records indicate pain. Upon revision an acetabular cyst was noted. The complaint and associated mdrs were updated. The information received does not affect the MDR decision. Complaint was updated on 04/21/2014.

Manufacturer narrative:
Depuy still considers the investigation closed.